Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The customer was disconnected during priming. The customer stated that the insulin pump delivered 185 units of insulin into his body, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.